Manufacturer narrative:
H10: in a good faith effort (gfe) response from the authorized service provider (asp), it was confirmed that a new power management (pm) printed circuit board assembly (pcba) was ordered and replaced. The device was confirmed to have returned to normal use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device could not be turned on. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the authorized service provider (asp) that following service on the device, it could not be turned on. The customer reinstalled the parts which had been replaced in the service and the device began to operate normally. The customer also alleged a privacy issue due to the device issue. This investigation is ongoing.